Event description:
The complaint was reported as: the light failed to work during intubation. No report of patient injury.

Manufacturer narrative:
The results of the evaluation of the device of the device sample are not available at the time of this report. A device history record (DHR) review was conducted on the reported lot number. The DHR found no issues or discrepancies which could potentially relate to this complaint.